Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the battery longevity status bar was gray, indicating low battery voltage. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.